Event description:
Actual procedure date is unknown. It was reported to boston scientific that post-procedure, the patient was experiencing pain from her vagina to her ramus. The physician had to remove the sling surgically. The physician took some cultures to check for infection. The sling was removed for pain as there was no infection. The physician has no idea why the patient was experiencing pain. There was no nerve damage or any known complications from the procedure. Tests on the cultures to help determine what may have caused the pain were performed.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available. Product unavailable for analysis